Event description:
A week before 2005, reporter had a new contact lens prescription. She started using the renu solution and she contracted a fungal infection. When three days ago she used the solution for cleaning the lenses. She developed headache, her eyes were sore and it was then she heard on the news that the solution was recalled. She went to the dr who prescribed some medications for her. She has an appt for follow up with her dr today.